Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: a1, a3, b3, b4, b5, e1, e2, e3, g2, g3, g6, h2, h3, h6, h7, h9, and h10. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned instrument found it to exhibit signs of repeated use and have one ball bearing missing/disassembled. Device history record was reviewed and no discrepancies were found. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a shim missing a ball bearing was noted after a knee procedure. It is unknown when the ball bearing disassembled. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a shim missing a ball bearing was received via the worn instrument return program. There was no known patient involvement.